Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastamosis of the stomach to the proximal esophagus in a esophagectomy procedure, the receptacle for the trocar tip kept getting pushed in and would not stay steady as the surgeon was attempting to mate the anvil of the stapler. There was no patient injury.